Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "breast has rippled". Patient later reported "potential rupture/displacement." The device remains implanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Hematoma: unable to observe since it is not related to the device. Wrinkling: no observed. Rupture: no observed no additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient later reported capsular contracture, baker grade iii/IV, "pitosis grade 3," implant fully slipped and hematoma. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, g1.

Event description:
Patient reported right side "breast has rippled". Patient later reported "potential rupture/displacement." Patient later reported capsular contracture, baker grade iii/IV, "pitosis grade 3," implant fully slipped and hematoma. Device has been explanted.